Event description:
The patient's nurse reported that a patient's transfer set came loose during the night and he put it back on himself. According to the nurse, the patient was almost unable to converse. There is a suspicion of drug / alcohol use. The home patient was treated with prophylactic antibiotics.

Manufacturer narrative:
Baxter is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received. The sample has not been returned for evaluation.